Event description:
It was reported that after the tibial tray prosthesis was implanted, the insert was implanted multiple times and long-term standard operation, it could not be properly locked. The insert and the tibial tray prosthesis could not be removed normally after being locked. Finally, taking a lot of force to remove the tibia and bone cement loosened and took away part of the bone mass. Also need to re-select the larger prosthesis.

Manufacturer narrative:
Additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The new information states that this complaint is a duplicate of complaint (B)(4), therefore, it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.